Event description:
Port implanted in 2001 for histocytosis. Pt in for removal of port. During surgical procedure, the catheter broke off. Chest x-ray revealed the tubing lodged in the heart. Cardiology consulted, and echocardiogram performed. Sent for removal of retained piece of catheter.